Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal. The reported event of insulation breach was confirmed and attributed to procedural damage.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an initial implant procedure. During the procedure, an insulation breach was discovered on the right ventricular lead. The lead was explanted and replaced. The patient was stable.